Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed. The device's power management board, internal battery and system board were replaced to address the issue. The device had evidence of water ingress.